Event description:
It was reported that this system exhibited over sensing on the right ventricular (rv) channel due to insulation damage on the rv lead. A revision procedure was performed and the rv lead was removed from service and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.